Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Event description:
The complainant reported that an impella pump was prepared for use; however, after the purge cassette was handed off, the system would not initiate purge flow. The system continued to display an error message, and purge flow was not established. Three attempts were made to resolve the issue without success. The purge cassette was subsequently replaced, after which normal purge flow was achieved and the system operated as expected.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Priming problem: the cause of the purge cassette priming problems was an unintended user issue as the purge fluid not detected events were confirmed during case start but the returned purge cassette showed no defects. Device damaged prior to use: there was no device damage to the purge cassette prior to use. An unintended user error prevented the purge cassette from priming properly as the purge fluid not detected events were confirmed during case start but the returned purge cassette showed no defects.